Manufacturer narrative:
(B) (4): physio-control's device eval verified the reported problem and observed that it would not charge the correct energy levels. Customer declined physio's repair offer and elected not to fix the defibrillator due to its age and the repair costs. The device was removed from service. The cause of the reported/observed failure could not be determined.

Event description:
It was reported that the device charged energy but failed to discharge it to a (B) (6) female pt in asystole ECG rhythm. The device end-users retrieved a second defibrillator and provided the pt care. The pt was deceased. The reporter indicated that the device use did not contribute to the pt outcome. There were no further details on the event and/or pt provided.